Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the psr mcs therapy base. Product event summary: ventricular assist device (vad) hw40017 was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that the patient presented to the emergency room with complaints of chest pain related to congestion. The patient also reported nasal congestion, pharyngitis, non-productive cough and pleuritic chest pain. The patient was diagnosed with sinusitis and started on oral antibiotics at an outpatient clinic prior to the emergency room visit. The patient was admitted, and chest computerized tomography (CT) and microbial cultures were negative. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with complaints of chest pain related to congestion. The patient also reported nasal congestion, pharyngitis, non-productive cough and pleuritic chest pain. The patient was diagnosed with sinusitis and started on oral antibiotics at an outpatient clinic prior to the emergency room visit. The patient was admitted, and chest computerized tomography (CT) and microbial cultures were negative. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.